Event description:
One patient generated a (B)(6) result with the prism (B)(6) assay that generated a negative western blot result. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Customer complaints received to-date were reviewed to determine if other customers have experienced the issue encountered at this facility. The review of this data did not identify any adverse trend in reports related to the issue that would suggest a potential problem. Clinical specificity was evaluated by completing a review of field data reported to the abbott prism metrics database from customers using the prism hiv o plus assay. (B)(4). A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The prism hiv o plus package insert contains information to address the current customer issue. Based on the results of this present investigation, the abbott prism hiv o plus reagents, list number 03l68 are performing as intended and no additional product issues were identified. No further investigation is required.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).